Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.